Event description:
It was reported that one xience prime stent was implanted in the proximal left anterior descending coronary artery (plad) on (B)(6) 2014. On (B)(6) 2014 a stent was implanted within 5 mm from the index lesion in the plad. The patient did not have angina. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Review of the electronic lot history record revealed no associated nonconformances. Stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.